Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level 32 mg/dl. Customer had blood glucose level of 65, 350 and 70 mg/dl. Customer stated that the insulin pump did not alarm when they were going low. Customer stated that they did self test and insulin pump had hardware low level failure alarm. Customer was unable to clear alarm. Customer stated that they tried to clear alarm but insulin pump shuts off and was asking for new battery. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. Programmed multiple low bolus wizard bgs. Low blood glucose alert pop on screen alerting of the low blood glucose.